Event description:
Missing sterile cap over sterile chest tube connector when removed from packaging. No cap was found in packing or with the drain. 2nd issue with this product (other issue is 2600320000-2019-8045).